Event description:
Customer reported the device no longer worked. This is report 1 of 1 for #com-(B)(4).

Manufacturer narrative:
During pre-repair assessment, investigation revealed device had a hole in hose and the sleeve was stuck. The device was repaired and returned to customer.